Manufacturer narrative:
(B)(4). Date sent: 12/04/2020; d4: batch # u5d26c. Device analysis: no device was received for analysis only two reloads. The analysis results found that two tcr75 reloads were received with no apparent damage. The reload was returned fully fired. No functional test could be performed due the condition of the device. Although there is no direct evidence of use error, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Event described could not be confirmed as the cartridge was received fully fired. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Only event day and year known: 06, 2020. Batch # u5d26c. Cartridge (tcr75) batch # u5da7w. Batch u5d26c (tlc75) - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Mfg. Date: 07/01/2020. Batch u5da7w (tcr75) - a manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. Mfg. Date: 07/23/2020.

Event description:
It was reported that during a hemicolectomy, a couple staples were malformed after firing the device. They completed the case. No patient complications.